Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the system was getting a recoverable fault and lost control of the arm. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found an error 23025 on the axis 1 for the right master tool manipulator (mtm). The customer lost control of the arm and the system faulted out. The customer recovered the fault and continued. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was functioning when it was turned on. There were no errors when it was turned on. The customer was able to operate with just the left hand to finish sewing. The procedure was finished robotically, only using the left hand. The right mtm would fault. There was no injury to the patient. The patient had to be under anesthesia for a longer period of time to complete the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting getting a recoverable fault and lost control of the arm, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) observed error 23025 errors on axis 1 of the master tool manipulator right (mtmr). Fse was able to reproduce the issue. Fse removed and replaced mtmr iaw service procedure. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) 2 was analyzed and the reported failure (23025 axis 1 errors) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. All tests performed passed. The following parts will be replaced as a precaution: axis 1 motor, a1 motor cable. Components will be replaced as a precaution. The complaint regarding a recoverable fault and lost control of the arm was confirmed based on the failure analysis and field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer experienced repeated recoverable faults after the start of the procedure due to the mtm error messages not recovering. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.